Manufacturer narrative:
MDR / initial 4 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced that infusion set came off during use on (B)(6) 2026 with six infusion sets and it was reported that patient had been involved in physical activity and it was in use for ten hours.